Event description:
The circulating warming solution reservoir was low. On filling the reservoir the user observed that the reservoir was pink. Further inspection, by the user, revealed that the red cells mixed in the circulating warming solution path. There was no injury to the pt.